Event description:
Pt with peripheral vascular disease, who had been receiving epidural bupivicaine, complained of right lower extremity swelling and pain after use of the sequential compression device. The pt developed a bruise and blister.